Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an abdominal aortic aneurysm [aaa] repair procedure, a marker band on the catheter detached within the patient's abdominal aorta. The physician attempted to retrieve the marker band with a vascular snare device but was unsuccessful. The physician decided to compress the marker band to the abdominal aortic wall by deploying a vascular stent graft. The procedure was successful and the marker band remains pinned behind an aortic stent graft within the patient.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.